Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing no aspiration during a cataract procedure. The handpiece was exchanged to complete the case. There was no harm to the patient.

Manufacturer narrative:
One 45 degree I/a handpiece was returned for no aspiration. One I/a handpiece injector lot number was identified with this complaint: lot 112389m, manufactured in june 2006. The device history record for the lot was reviewed. No anomaly was found during the device history record review. The product was released based on the product¿s acceptance criteria. A complaint lot history examination indicates there were no other complaints for this reported issue. The handpiece tip was visually inspected using 20x magnification and was deemed nonconforming. The aspiration hole is completely clogged with a dried white crystalline material. The port opening is jagged and dented in an attempt to remove this material. The evaluation does confirm the aspiration would not work based on the occluded aspiration port hole. The root cause of the occluded aspiration port is due to surgical material not being cleaned out correctly between surgeries for the reusable handpiece. (B)(4).